Event description:
It was reported that the charger for the ilet system functioned intermittently, showing a solid charge indicator initially and then stopping after a few minutes, and a subsequent shipment contained a charger incompatible with the user¿s pump; the issue was categorized as a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.